Event description:
During shift check, customer reported that the autopulse platform serial (B)(6). Displayed fault code 16 (timeout moving to take-up position) error message. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(6), displayed a fault 16 (timeout moving to take-up position)" . Confirmed during the functional testing and the archive data review. The root cause of fault 16 was seized brake caused by the corrosion on the brake housing area of the drivetrain motor. This type of corrosive damage is indicative of infrequent daily checks, storing the device in a location with high ambient humidity, and/or overtime usage of the autopulse platform. As per record, the autopulse platform was last service in (B)(6) 2021. However, after the last service, daily device checks were not performed. Daily device checks are required per user manual to help prevent the brake from seizing. In addition, storing the autopulse in a low-humidity location would help prevent internal corrosion on the drivetrain components. Upon visual inspection, no physical damage was observed. The archive data review indicated multiple fault 16 messages on the reported event date, thus confirming the customer's reported complaint. The autopulse platform failed initial functional testing during take-up and displayed a fault 16, thus confirming the customer's complaint. The autopulse did not achieve the target depth for take-up within the specified time (5 secs) due to the drive train motor having rusted/corrosion at the brake assembly area. The brake assembly was seized from the corrosion and prevented the brake to open or close during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).